Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "iol off axis" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of irregular astigmatism. In a follow up, the surgeon reported the iol was off axis from the intended postoperative position.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/04/2010, 06/07/2010, 06/08/2010, 06/11/2010, 07/08/2010, and 08/03/2010 by phone, fax, and mail. A completed questionnaire was received on 07/07/2010. (B)(4).